Event description:
The account generated a false negative axsym cmv igg result on a patient specimen. Initially, the specimen tested axsym cmv igg = 14.8 au/ml (negative). The specimen was tested with another cmv igg assay with a positive result. The specimen was repeated in duplicate with axsym cmv igg = 150 au/ml (positive) results. Service was requested for the axsym analyzer. The negative axsym cmv igg result was reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation was performed in response to the customer complaint of axsym (B)(4) generating discrepant cmv igg patient results on (B)(6) 2009. The evaluation of the issue consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. The axsym operations manual provides multiple probable causes and corrective actions to assist the customer with resolving inconsistent/ erratic/ discrepant results. The probable causes listed include the use of a dirty, damaged, or misaligned probe. Complaint information notes the field service representative replaced the damaged/bent sampling probe to resolve the discrepant results issue. Additionally, the matrix cell carousel v-wheels were replaced, because they were worn. A service history review found axsym (B)(4) has not had additional issues with discrepant results generation, since this fsr replaced the sampling probe. This is a final report.

Manufacturer narrative:
Clarification of investigation:the review of the customer complaints through tracking and trending did not identify any adverse trends for cmv igg assay inconsistent results or axsym probe issues.this is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.